Manufacturer narrative:
Although this device is not marketed in us, a similar device with part# 9393007 and 510k# k094025 is available to be sold in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: lumbar canal stenosis type of procedure: transforaminal lumbar interbody fusion it was reported that the cage broke during insertion. During positioning of the cage, it went too far and broke. It was then removed and a new cage of the same size was opened and inserted again. No fragment of the cage was found. No patient complications were reported.

Manufacturer narrative:
Product analysis: macroscopic examination confirms the implant is fractured into multiple pieces and broken, with the area surrounding the inserter interface deformed. The fracture is located at the first thin-walled intersection nearest to the inserter attachment point, with rays emanating away from the area of crack origination. This suggests significant impaction force may have been utilized during the attempted insertion. The above observations are consistent with brittle overload during insertion as the mechanism of failure.